Event description:
Patient had cardiac arrest and device appears to be undersensing on ventricular lead. Lead manufactured by greatbatch medical. Case: (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).